Event description:
Report received from pv on 31jul2025: patient's mom reported that patient had a suspected head trauma yesterday, (B)(6) 2025 and that she took him to the ER. ER infused him with one dose of 2500 units. Mom also reported that one of the vials of 1001 unit, the liquid never went down to meet the powder and therefore the vial was wasted. Mom reported this to rph. No other details provided. 11aug2025: ms was unable to follow up with patient/caregiver due to ability to obtain information from hcp/pharmacy. No further information was obtained.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial mis-assessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There were no lot number and also no physical sample or photos available of the reported defect. Reported defect cannot be verified. A review of advate bjiii was also performed relative to the subcategory "no diluent transfer'. The complaint rate for this subcategory for 2025 ytd is approximately (B)(4) compared to previous years 2024 at (B)(4) and 2023 at (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.